Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: d314trg crt-d implanted (B)(6) 2013. Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the pace/sense portion of the right ventricular lead. High pacing impedance, which triggered an alert, and noise were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.